Manufacturer narrative:
The previously reported conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter. Interrogation of the pump determined it was used to infuse dilaudid [2.5 mg/ml] at 1.5005 mg/day, and bupivacaine [30.0 mg/ml] at 18.006 mg/day. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Analysis of the catheter identified a compressed area on the catheter body, near the distal end of the anchor.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The drug being delivered was not reported. The indication for use was spinal pain. The pump and catheter were returned to the manufacturer without a complaint. It was noted that it was the physician's preference that all explants be returned per the healthcare provider's protocol. The system was explanted and replaced due to elective replacement indicator (eri) on (B)(6) 2017. No patient symptoms or complications were reported as a result of this event.